Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2008. It was reported that the pt feels an increase in stimulation when she drives under tollway devices or uses her cell phone, regardless of weather stimulation is on or off. The physician suggested that she turn the magnet mode to off only. No additional info is available at this time.